Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for joint pain/arthritis. It was reported that the patient stated they needed to check their ins by a manufacturer representative (rep) to make sure it¿s time to get it replaced. They stated they think it¿s normal battery depletion, but then reported issues with charging. It was reported that it was taking too long to charge. The patient stated when they go to charge the ins it took forever. They stated they had the recharger on for almost 8 hours and it wasn¿t fully charged. The patient stated they used to charge for four hours and it would be fully charged. The patient stated they always would charge their device once their device was low and stimulation would stop. The patient stated they just tried charging the ins and they noticed a ¿call your doctor¿ screen come up. The patient stated that they weren¿t sure what the code was associated with it. They stated they spoke to a healthcare provider (hcp) and they told them to reach out to a rep to schedule an appointment. It was reviewed that the hcp can call the national answering service to have a rep paged to schedule and appointment. It was also recommended that the patient write down the code associated with the ¿call your doctor¿ screen when it appeared next and to call back to verify the meaning. It was reviewed that it was possible this message was contributing to why it was taking a while to charge the ins. No symptoms were reported. It was reported that the issue of their ins taking forever to charge began probably two months ago in 2018. The call your doctor screen was seen on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.